Event description:
It was reported that the customer was hospitalized after being in a car accident due to low blood glucose levels. The nurse wanted information about the sensor feature. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.